Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the pt presented a duodenal fistula post surgical of total gastrectomy, in re-intervention noted filtration of line of mechanical suture linear cutting mechanical. In the post operatory suspected complication type infection or internal fistula in laparotomy. A fistula of 2mm of duodenal stump is found, a half of mechanical suture with secondary peritonitis in particular mesocolic compartment.